Event description:
We received a report from a surgery center that a male patient had an intraocular lens explanted after he experienced unexpected visual results. The report indicated the patient was doing well.

Manufacturer narrative:
All pertinent information available to amo has been submitted.

Manufacturer narrative:
The returned lens was inspected at 10x microscope magnification. Lens has surface residuals adhered to both side of optic body compatible with handling lens in an unsterile environment. No other cosmetic defect was found. The lens was inspected for optical properties and showed the lens diopter was within specification. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.